Event description:
It was reported by healthcare professional ¿I have a triple lumen PICC that has developed a pin hole type leak in the tubing of the white lumen. The line was replaced today.¿ additional information received 03/04/2022: it was reported this is a bard triple lumen power PICC with sherlock 3cg tip positioning system. PICC was placed in the patient's left arm on (B)(6) 2022. The line was secured with the statlock included in the PICC kit. On (B)(6) 2022 the PICC team assessed the line and found a leak, a pinhole type leak in the extension leg of the white lumen. The other two lumens were intact. The line was removed and replaced.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refw4329 showed two other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an external leak in the returned 5fr t/l powerpicc catheter was confirmed but the cause is unknown. Residue, which appeared to be dried blood, was present on the catheter surface, indicating the device had been used. When the sample was flushed, a spraying leak was observed emanating from the white luer extension leg tubing. Microscopic observation revealed a semi-circumferential split in the clear extension leg tubing. The split was located 1.5cm proximal of the molded bifurcation. The split edges appeared to be straight with a planar fracture surface. A secondary small split was seen on one end of the larger split; the small split was in line with the larger split and contained straight well-formed edges. The split surfaces contained both areas with striations and areas with a more granular texture. The leak could be confirmed. Possible contributing factors could include sharp instrument damage; however, the exact cause of the leak could not be determined at this time.

Event description:
It was reported by healthcare professional ¿I have a triple lumen PICC that has developed a pin hole type leak in the tubing of the white lumen. The line was replaced today.¿ additional information received on 03/04/2022: it was reported this is a bard triple lumen power PICC with sherlock 3cg tip positioning system. PICC was placed in the patient's left arm on (B)(6) 2022. The line was secured with the statlock included in the PICC kit. On 2/26 the PICC team assessed the line and found a leak, a pinhole type leak in the extension leg of the white lumen. The other two lumens were intact. The line was removed and replaced.